Event description:
Three december pt events reported 3/6/98. All three involved reused f80b dialyzers, which leaked during pt treatment. This event occurred at initiation of the dialysis treatment. The extracorporeal circuit was discarded; ebl 230-240 ml. With no adverse effect to the pt. Sample discarded. MDR filed due to blood loss.